Event description:
It was reported that the operator had an issue with the dimensions/length of the jelco safety protect IV catheter via valve IV safety catheter. The customer facility alleged that the product did not function as intended and was difficult to use. The product was 12 cm in length with the needle down to hub is 4.5 cm. The additional length of 4 cm makes the IV catheter hard to maneuver and control for not only what would seem easy sticks, but it makes it extremely hard for difficult areas to access. Multiple catheters have to be used on patients to obtain IV access. The sites that have been accessed are infiltrating which can cause anesthesia med to infiltrate tissue. This can in turn cause issues for the patient because the meds could cause ulcerations around the site. The needle has also not pulled back into the safety area after making the click thus causing staff to almost be stuck by the dirty needle. The training arms that were used to demonstrate and practice the technique were not realistic with perfect veins.